Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. Thi event is being filed as a MDR since the patient reported symptoms or physiogical conditions related to a facture/chipped tooth.

Event description:
The provider/patient reported the following: doctor is noticing a "chipping" along the incisal edge that was not present before beginning treatment and wants to know if it is aligner related.